Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an alarm on setup. Troubleshooting was performed but the alarm persisted. There was no patient involvement.

Manufacturer narrative:
Evaluation code: updated. Device evaluation: one device was returned for investigation. Visual inspection noted the device was received in good condition. Functional testing confirmed the complaint; the device was alarming on disposable. Root cause was attributed to a faulty microswitch. The manufacturing device history report (DHR) review found no indication that the manufacturing issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced microswitch. Calibrated device. Device passed functional testing after the completed repairs.